Manufacturer narrative:
The investigation could not determine a specific root cause. General assay and instrument problems were ruled out as calibration and quality control results were acceptable. A possible cause may be related to sample preparation and handling or to the nonuse of the recommended sample rack adapters.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 38.02 mui/ml. The same sample was repeated on an e411 analyzer and the result was <0.100 mui/ml. The sample was repeated on the e601 analyzer and again on the e411 analyzer and both results were <0.100 mui/ml. The erroneous result was not released to the patient or the physician. The result of <0.100 mui/ml was reported outside the laboratory. The patient was not harmed by any action taken. The hcg+ss reagent lot number was 160150. The field service representative checked the system and found the gripper was not dirty.